Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and an anomalous capacitor connection to the hybrid was noted. The cause of the field event was due to an anomalous capacitor connection to the hybrid.

Event description:
It was reported that during the procedure the new device was connected to the electrode and there was excessive noise on the ventricular channel. The generator was explanted and replaced and the system functioned normally. The patient was stable.